Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 345 alarms which were not reproduced due to a system error 105 alarm at power up. The system error 345 alarms were confirmed during a review of the event history log however, evaluation was unable to determine a cause. The device met all specifications and no parts were replaced.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.